Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the device was unable to cross the proximal part, where there was no lesion. However, when the device was pulled and checked, the tip part was twisted. The procedure was completed with another of the same device. There was no patient injury.